Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with bilateral inguinal and right femoral hernia thereby underwent laparoscopic repair with the implant of two 3dmax mesh (right ¿ device #1 and left ¿ device #2). Per operative notes, ¿two 3dmax mesh (right ¿ device #1 and left ¿ device #2) was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with chronic postoperative pain, adhesion thereby underwent laparoscopic repair with the explant of right 3dmax mesh (device #1). Per operative notes, ¿no hernia sac was noted. Right side 3dmax mesh (device #1) was removed.¿ (B)(6) 2015 - patient was diagnosed with chronic postoperative pain, right genitofemoral neuralgia, fibromyalgia, adhesion thereby underwent robotic assisted repair with the explant of left side 3dmax mesh (device #2). Per operative notes, ¿left side 3dmax mesh (device #2) was removed.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol 3dmax (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.